Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 30) occurred with multiple cartridges during basal delivery. There was no reported impact to customer¿s blood glucose. Reportedly, customer reverted to an alternate pump for insulin therapy.